Manufacturer narrative:
This event occurred during a kit inspection. A review of the device history record indicates it met specifications. Visual examination shows prong tips are broken. The report indicates the event was found during kit inspection. The investigation determined the device failed within an anticipated rate of occurrence for the design.

Event description:
On (B) (6) 2009, the sales representative reported during a kit inspection, it was identified that the driver was worn. On 11 aug 2009, after reviewing the complaint returned product, it was found the product had broken tips and not that the driver was worn as previously reported by the sales representative. This malfunction has resulted in an adverse event in the past.